Event description:
The event occurred on an unspecified date and involved a tego¿ connector. The customer reported that the inner parts have repeatedly come loose when using the tego¿. There is unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been reported to be available for evaluation, however, investigation has not yet been received.

Manufacturer narrative:
Investigation summary one (1) photograph was provided by the customer, shows the tego device, the torn seal separated from the body can be seen in the photograph. The probable cause of the damage on the top silicone seal, inner parts have repeatedly came loose is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history for lot #14087321 was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.